Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data was performed and no anomalies were found. No undersensing was observed on the egms. Impedance trends were within range. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting intermittent undersensing of r-waves and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.